Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a liberte sds in two (2) pieces with stent. The tip was damaged. The balloon was tightly folded with the stent secure between the markerbands. Microscopic examination presented no damage or irregularities in the balloon material. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Microscopic examination revealed numerous hypotube kinks and a complete hypotube separation 63cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mmx16mm liberté¿ stent was selected for use. However, during unpacking, the catheter of the device was split on the middle. No patient complications were reported and the patient's status was stable.